Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due leakage occurring from sw1. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the evaluation findings were as follows: water tightness was lost due to a cut on switch 1, the screw stopper was replaced for preventive maintenance, due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value, due to damage on charged coupled device unit, the focus was not changed to near point, due to damage on nozzle, water removal ability does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, the plastic distal end cover has a dent, the adhesive on bending section cover has wear, and the connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had an unspecified issue. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the white foreign material on the jet tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.